Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not turning on after putting in the battery. Customer's blood glucose level was unknown. Insulin pump will be returned to analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. Unable to perform the displacement and operating currents due to blank display.